Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was visiting family late night on (B)(6) 2018, fell onto a bed and was unable to lift/move right arm. Family noted some mental status changes, and patient was taken to the emergency room (ER). Computed tomography (CT) showed a subarachnoid hemorrhage. Patient was transferred to a different facility where neurologist assumed care. Patient was alert, oriented, walking and only complained of right arm weakness. Patient was on anticoagulants and neurology did not find the need to discontinue. It appears patient suffered a seizure followed by recurrent right arm weakness that quickly diminished. A follow up CT was completed and showed no significant short interval change in localized subarachnoid hemorrhage located in the left posterior frontal sulcus, also noted a small parenchymal component. Patient also had an electroencephalogram (eeg) that was normal. Neurology felt patient was stable, however, hospital was not trained on the device, so it was recommended to transfer patient on (B)(6) 2018. On arrival to new facility a CT scan was performed, parenchymal hemorrhage in the left fronto-parietal region was enlarged now measuring 4cm x 4cm, also still some adjacent subarachnoid hemorrhage as before. Patient was not a surgical candidate as his risk for re-bleed was high. Over the course of the next twelve hours, patient had severe dysarthria with complete right sided hemiparesis, prompting new CT images. CT completed on (B)(6) 2018 showed again worsening of bleed now with midline shift. Family decided at this time to make patient do not resuscitate/do not intubate (dnr/dni). Comfort measures were initiated and patient passed away the evening of (B)(6) 2018 with family at bedside. Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The ventricular assist device (vad) implant date has been updated. The manufacturer's contact first, last name, email and phone number has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient was admitted into emergency room (rr) due to changes in mental status. A computerized tomography (CT) revealed a subarachnoid hemorrhage. The patient was transferred to a neurologist where patient was alert, oriented, walking but had weakness in right arm and was on anticoagulants. The patient was suspected to have experienced seizures due to arm weakness. A CT scan did not reveal any change in subarachnoid hemorrhage in the left posterior frontal sulcus but noted a small parenchymal component. Additionally, an electroencephalogram (eeg) was normal. Later, a CT scan revealed an increase in the parenchymal hemorrhage in the left front-parietal region in addition to the previous subarachnoid hemorrhage. Over the course of twelve hours the patient had severe dysarthria with right sided hemiparesis, and a CT scan revealed bleeding. Family decided at this time to make patient do not resuscitate/do not intubate (dnr/dni) and later the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. This event was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.